Event description:
Physician called to report a hospitalization due to high blood glucose. The current blood glucose reading is 227 mg/dl. Caller wanted to make sure the insulin pump is working properly. The blood glucose reading at the time of the event was over 600 mg/dl. Caller stated that the customer fell. Customer was nauseaous, upset stomach and back hurting. During troubleshooting, time and date correct. Programming is correct. High pressure passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.